Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient required revision surgery due to humerus fracture.

Manufacturer narrative:
See h11. The main device in this complaint is a lima part number. Product reported by the customer will be investigated through lima. This complaint is being worked in sinergest. No other finding will be reported.